Manufacturer narrative:
Conclusion: device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
During analysis of a returned generator for a pt, the positive feed-thru capacitor was found to be open. Manual manipulation of the feed-thru wires could not duplicate the intermittent/open condition. With the exception of this anomaly, there was no other condition noted during the product analysis eval that would suggest any other anomaly with the device.